Event description:
The following has been reported: power board was damaged -pump does not turn on after swapping batteries and charging. Opened pump up to find that power board was damaged, pins connecting power board to output board had snapped off. -pump had fluid/blood ingress, had to clean inside of pump. -unable to pass flow rate test. Flow output too high. Recalibrated flow rate and restarted testing. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, traces of infiltration were found inside, which seems to be the cause of the misalignment. Internal investigation found also that the power supply board was damaged. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse the trend is: n/a.